Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with one valve beside a misplaced expulsor. During analysis, it was noted that the motor bearing was broken, and this may have been the cause of the unit not functioning. Service will change the motor bearing, expulsor and motor. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump failed volume accuracy testing. No patient involvement reported.